Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, two high out of range pacing impedance measurements of 2,000 ohms were observed upon review of stored device memory. The noise was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. Boston scientific technical services (ts) recommended programming rrt off. No adverse patient effects were reported. Rrt was programmed off. This product remains implanted and in service.